Manufacturer narrative:
(B)(4): during processing of this complaint attempts were made to obtain complete event, patient and device information. (B)(4) the device was received. Investigation is not complete.

Event description:
Device issue: stent dislodgement. Time of device issue: during the procedure. Adverse event: deployment of the stent at unintended site. Onset of adverse event: during the procedure. It was reported that a very calcified lad lesion was attempted to be treated by direct stenting, but the stent did not cross the lesion. The sds was removed to predilate the lesion. When removing the sds, resistance was felt in the guiding catheter. After extraction, there was no more stent on the balloon. The stent was located undeployed, proximal to the lesion. The sds balloon was attempted to be reintroduced into the stent, as the distal tip, near the marker was partially open. A non-abbott balloon was used to open the stent length. Then, a maverick 2.5 x 20 was used to complete full deployment of the stent. A xience v 2.5 x 8 was placed further to treat the target lesion, distally to the first stent. No consequence for the patient. No additional information was provided.